Event description:
A icp catheter that had stopped working after 2 - 3 days. It was used in a small baby and seemed to work well until it just stopped working.

Manufacturer narrative:
We are re-submitting this report as inital per following request by FDA: supplement reports could be actual initial reports that may have been erroneously submitted as follow-ups in error due to checking both initial box and follow-up box in section g7 3001587388-2018-18373 - 1, lot #: f0361 resubmit as initial.